Event description:
It was reported that high capture threshold with a decrease in sensing were observed. Perforation with pleural effusion was observed via echo. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a lead stiffness test was performed and found to be within specification.